Event description:
Pa peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Patient stated that as he removed the cassette to re-set-up, he noticed that there was fluid leaking. Patient had no adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed with one cut on patient line, located near the cassette port. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.